Event description:
This ra and the rv leads were explanted and replaced due to pericardial effusion and perforation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.